Manufacturer narrative:
On (B)(6) 2017: during follow-up, the customer reported that their bg levels were "fine" after performing an infusion set site change. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; no value was provided. The customer delivered a correction bolus via the pump to address the bg level. System check with tandem technical support (cts) indicated pump was performing as intended. Cts advised the customer to perform an infusion set site change and the customer declined. The customer stated that they would perform the site change the following morning.